Manufacturer narrative:
After conducting a thorough investigation into the customer's use error, change healthcare has determined that all software functionality related to changing the uom was working as expected. However, change healthcare is analyzing whether the user interface design was effective enough to timely alert the user.

Event description:
Change healthcare cardiology hemodynamics provides hemodynamic calculations and formulas. The settings, such as unit of measurement (uom), for these formulas and calculations are configured in the change healthcare management console (chmc) and are designated by the site according to facility standards. In this event, the uom for the hemoglobin value, used as part of the hemodynamics formulas, was configured in the chmc as mmol/l (millimoles/liter). However, the clinical staff continued to manually enter the hemoglobin value as g/dl (grams/deciliter) without being aware of the changed configuration for the uom. No adverse heath consequences resulting from this issue were reported to change healthcare.